Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-04252. It was reported the patient began to receive ineffective/inadequate stimulation after falling on multiple occasions. Over time the patient lost stimulation. Invalid impedance was found on both of the patient's leads. X-rays were taken but the results are unknown. The patient plans to undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-04252.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2016-04252. Follow-up revealed the patient's 3245 model lead was explanted and replaced. Surgical intervention resolved the patient's issue.